Event description:
The following has been reported: medical intensive care unit, 66-year-old patient treated for influenza-like acute respiratory distress syndrome. The syringe pump delivering noradrenaline showed an error message and a disengaged alarm. The patient received a bolus of noradrenaline, which caused a rise in blood pressure to 210 mhg systolic in a frail patient. The syringe pump was removed and replaced with a functional one. Clinical consequences: hypertension in an already fragile patient. Syringe pump sent to biomedical department for repair. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed. It was found an alarm "disengagement" a one error ID 24 "disengagement switch" on the event date. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. The device underwent reproducible tests, including displacement & linearity checking on agilia partner test, flowrate test with a backpressure at 0 mmhg, flowrate test with a backpressure at - 68mmhg, flowrate test, back-pressure at 0 mmhg, flowrate manually modified along the infusion and quality control check. All of which were successfully completed with no malfunctions detected. The internal check revealed infiltration in the pusher arm and the housing. The maintenance date on this device was found overdue (last maintenance on (B)(6) 2021). For this complaint, the reported issue could not be reproduced. No technical root cause was identified. However, given the general condition of the device and the lack of maintenance, it is possible that the device may trigger unexpected errors. Maintenance was not carried out within the 3 years as recommended by our IFU action specified in our fk document but not followed by the user. This complaint is considered as: misuse. The trend is: n/a.